Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a generator change-out procedure for normal battery depletion, it was observed that this right ventricular (rv) lead had insulation issues at the terminal pin area. Therefore, this lead was surgically abandoned and replaced. It was reported that prior to the procedure there were not any performance issues from the lead. No adverse patient effects were reported.